Event description:
It was reported that with benchtop testing the hospital biomed. Found the infusion pump underdelivering . When the pump was set at 500 ml/hr, with a volume to be infused of 15 ml, it delivered only 12 or 13 ml. There was no pt involvement.